Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/05/2015 with the following findings: the black box showed the last bolus delivery was on (B)(6) 2015 at 8:15am. There were prior multiple consecutive occlusion alarms due to high force. The total daily dose added up and reflected the programmed basal rate target. ¿ez-prime¿ steps were performed correctly with no errors, alarms or warnings during the investigation. The pump reverted 24u after a 24hr on 1u/hr basal program duration test. The product performed within specification. The original complaint could not be duplicated during the investigation. The pump¿s cover was removed and there was no intermittent condition found.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 450 mg/dl with large ketones associated with an occlusion issue. Reportedly, the patient discontinued the insulin pump and received phone advice regarding treatment. The patient self- treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the patient was using the infusion set and cartridge per their instructions for use and the bolus delivery speed was set to normal. Reportedly, the occlusion sensitivity was set to low. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an occlusion issue.